Manufacturer narrative:
(B)(4). Date sent: 2/19/2026. D4: batch#: unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: according to the reporting no defects were found on the clips or on their packaging. There was no bleeding or seepage. There was only an increase in the risk of bleeding due to the detached clips. There was therefore no transfusion necessary, since there was no loss of blood. The patient is fine to date. There were no consequences for the patient related to this incident. No further information is available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the hemolock and metal clip placed on the kidney artery in a living donor patient. Clip that slipped on 3 clips only one remains. Hemoclip was the subject of another materiovigilance statement (B)(6). Haemorrhagic and vital risk+++, controlled hemorrhage, resumption with thread suture.